Manufacturer narrative:
(B)(4). Device investigation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and referring to known similar events, it was presumed that stress exceeding the product's design limit was inadvertently applied with catheter manipulation while the catheter tip was being trapped in the target lesion that was possibly calcific, and that stress led the catheter tip to be damaged and eventually torn off. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a plain old balloon angioplasty (poba) to treat an unspecified lesion in the coronary artery. During crossing the lesion, the radiopaque tip of the microcatheter broke and remained stuck in the coronary artery. The physician crushed the separated tip against the arterial wall using a ptca balloon catheter. No additional information was provided.

Manufacturer narrative:
Additional information on the patient and the target lesion was obtained on (B)(6) 2019. A2 to a4, b5, b7are updated accordingly. B4 is corrected.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a percutaneous coronary intervention to treat a moderately tortuous, moderately calcified 75-90% stenosis in the right coronary artery. During crossing the lesion, the radiopaque tip of the microcatheter broke and remained stuck in the coronary artery. The physician crushed the separated tip against the arterial wall using a ptca balloon catheter. The patient was being stable after the procedure. No additional information was provided.